Event description:
It was reported that during an anterior cervical fusion at c3-c7, the locking mechanism sheared off at the final tightening phase. The plate was removed and replaced with same size plate. There were no patient complications reported in association with this event.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.